Manufacturer narrative:
Investigation: the complaint was investigated for system did not displaying image after connecting catheter. The returned catheter was inspected and tested; it was found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area due to user error. In this case, it is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area, simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: 3009498591-2017-00473.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After the catheter was inserted into the patient, the user started making baseline measurements; however, it was observed that there was no image displayed on the ultrasound system (3009498591-2017-00473). The swiftlink and the ultrasound system were replaced but the issue remained. The catheter was also replaced and the issue was resolved for a few minutes and the same issue returned (this complaint). The ultrasound system was rebooted and the swiftlink was replaced a second time but still no image was generated. The user replaced the catheter and the afib procedure was continued and was successfully completed. The procedure was delayed by 20 minutes due to the troubleshooting. There was no loss of data and there was no patient adverse event reported. No additional information was provided.